Manufacturer narrative:
Device evaluation summary: the device was returned for evaluation. A visual and tactile inspections were performed on the device. The balloon was unfolded and dirty of blood. It was not possible to insert 0 ,035 guidewire because the guide wire lumen was full of hardened blood. Flushing the guide wire lumen it was observed the solution coming out from the inflation port of the hub. The purging procedure was performed, but revealed a leak, since the bubble flow under negative pressure did not stop. In order to verify the point of leak, an attempt was done to inflate the balloon and the inflation solution went out from the guide wire lumen port. The luer was magnified using a microscope and a burst was found in the tubes welding near the hub. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an impact admiral paclitaxel-eluting pta balloon with a non-mdt 6fr sheath, non-mdt .035" guidewire and 6mm spider fx embolic protection device for the treatment of a moderately calcified lesion in the mid superficial femoral artery (sfa). Lesion exhibited 85% stenosis. Vessel reported to be moderately tortuous. A non-mdt inflation device was used. IFU was followed and device prepped without issue. It is reported that at a pressure of 2atm, the balloon burst during balloon inflation. The device did not pass through a previously deployed stent and no resistance was encountered when advancing the device. All fragments were retrieved. Another dcb was opened to complete procedure without further issue. No patient injury was reported.